Event description:
1. On 10/3/96 co was notified by the nurse of the attending physician that a tissue expander deflated. The alleged incident involved a testicular tissue expander implanted in the pt 3/12/96 for perianal reconstruction for transexual surgery. 2. Reportedly, the device was expanded to full capacity (approx 40cc to 50cc when the pt felt a strange sensation in the genital area. Upon checking the device he noticed it was flat. There was no trauma to the area. 3. The alleged device was explanted (date unknown) and returned to co, rga number v684pc. 4. Lab test as explanted in b.6., were conducted on 1/15/97 at co. Consequently, a hole was observed at the enhancement site oriented on the rim of the tissue expander.